Manufacturer narrative:
The reported field events of capture, sensing and impedance issues could not be confirmed in the lab. Upon receipt, the device was above elective replacement indicator (eri). Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that during implant device interrogation revealed high pacing impedance, failure to capture and unspecified sensing issue on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.